Event description:
A US distributor contacted ZOLL to report that a patient developed blisters under the LifeVest equipment. Patient described the area as blisters under and around the sensors. There was no alleged device malfunction contributing to the blisters. The patient¿s physician prescribed Mupirocin Ointment 2% for the blisters. Follow up indicated that the blisters improved.